Event description:
A nurse practitioner called in and stated the fms balloon could not be filled completely. She stated it would only fill with 10 ml of water.

Manufacturer narrative:
Based on the available info, this event is deemed a malfunction. The medical determination is that a recurrence of this malfunction is likely to lead to or contribute to a serious illness to a patient. A malfunction that leads to an increase in the leakage of fecal material from the device exposes the patient to the risk of wound contamination which may result in wound infection. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for evaluation is not expected.